Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, several inappropriate auto mode switching episodes due to far r wave oversensing on the atrial lead were observed. The patient was brought back into clinic for further evaluation. The patient reported experiencing chest discomfort, dizziness and shortness of breath since the initial implant of the device. Device was reprogrammed, but the issue was noted again on merlin.net transmission. The patient experiencing palpitations and shortness of breath was called in clinic. The device was reprogrammed and the issue was resolved. The patient was stable post second programming changes.